Event description:
It was reported that the handpiece produced a temperature error during an oral surgery. Another device was used to continue the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device overheating was found when the device exceeded the maximum allowed temperature. Based on the investigation details, the likely cause was problems with the spindle housing or driveshaft assembly, which were both replaced along with the motor cartridge, bearings, and other components. Service will repair and return the device to the customer.